Manufacturer narrative:
The customer reported a delay in discharge. The customer isolated the issue to the external paddle set. Based on the customer's report we will consider this failure a malfunction of the external paddle set.

Event description:
The customer reported a delay in discharge.